Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aui stent graft system was implanted in the patient for the endovascular treatment of a 4.2 cm in diameter abdominal aortic aneurysm. It was reported that one month post index procedure the patient experienced left gluteal muscle pain. An ultrasound revealed no blood flow through the endurant stent graft. A CT then revealed thrombotic occlusion from below the renal artery extending to an origin at the left external iliac. The physician determined that there was a sufficient amount of blood flow being delivered to the lower extremities, despite the occlusion, by the collateral circulation from the internal thoracic arteries. Per the physician, the cause of the occlusion could be attributed to the patient not taking the prescribed anticoagulant medication for previous disease. The patient has history of af and was instructed to take warfarin on two occasions, but had not been following the order from the physician. Additionally, the collateral from internal thoracic artery was well developed, and the physician inferred that because the blood flow in collateral was stronger than abdominal artery, a sufficient amount of blood did not reached the abdominal artery and caused the occlusion. The physician commented that the collateral blood flow from the internal thoracic artery is good and the physician does not feel the intervention is needed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.